Event description:
Complainant alleged that while attempting to cardiovert a 64-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The log indicated poor coupling between the electrodes and the patient. The device was put through extensive testing including bench handling, stress testing, ECG testing, and impedance testing without duplicating a malfunction. The device was recertified and returned to the customer. The multifunction cable and electrode pads used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.